Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), therapy was initiated successfully, however the iab was repositioned and alarmed for iab optical sensor failure. The fiber optic cable reconnected multiple times with no success. There was no reported injury to the patient.